Event description:
It was reported that during a lead implant procedure, under general anesthesia, the patient's blood pressure fluctuated. The patient was monitored and treated by the anesthesiologist. Post procedure, the patient remained unresponsive and was noted clenching her eyes and mouth closed. Bilateral nystagmus was noted and the spinal cord system (scs) was de-activated. The symptoms persisted for several hours post-operation with the device turned off and appeared not to be device related. The patient remained in the hospital for observation; no treatment was provided. The following day the patient was alert, reported not feeling right and could not remember most of the previous day. The scs was activated with no ill effects and the patient was discharged.